Manufacturer narrative:
Correction: b5 was missing the magnetic resonance imagin that was done.

Event description:
It was reported that the patient presented in clinic for a follow up. Magnetic resonance imaging revealed dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment and over sensing. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.